Manufacturer narrative:
After battery installation, the pump started the count and stop at number 6 followed by blank display and a constant audio alarm due to cold solder joints. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 138mg/dl. The customer stated that she was able to rewind and fill the tubing. The customer stated that the alarm occurred during the rewind sequence. The customer stated that the pump counted up to 6. The customer stated that she also had a black screen. The customer stated that the pump said rewind and remove reservoir. The customer stated that the pump was in place and lock. The customer stated that she put the reservoir in the pump and it alarmed compromised force sensor system. The customer will be sent a replacement pump.